Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 12 mg/dl in (B)(6) 2015. The customer stated that they called the paramedics for assistance at the time. The customer mentioned that the incident was not caused by their insulin pump. The customer did not provide any further information about the incident.